Event description:
It was reported that the device has been explanted because auditory nerve response telemetry could not be obtained. The pt has been reimplanted.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or malfunction. The device was explanted because art measurement could not be recorded. The device is performing within specification during investigation. No technical failure could be observed. This is a final report.

Event description:
It was reported that the device has been explanted because auditory nerve response telemetry could not be obtained. The patient has been re-implanted and is performing well with the new device.